Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with a syringe. The customer reports the safety shield does not stay up.

Manufacturer narrative:
Submit date: 03/30/2017. Based on additional information received from the initial reporter, sections were updated and also completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the safety shield does not stay up. No harm to the patient but the nurse received a needle stick and had to have blood testing for 6 months for (B)(6). The shield was forward. The nurse thought she heard it click.